Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with proglide devices, using a preclose technique, via a 6fr sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, after deployment of the last proglide, the suture did not come out with the plunger. The suture of another proglide was successfully preplaced. The sheath was upsized to 12 and 14fr. The aaa procedure was completed and hemostasis was achieved with the preplaced proglide sutures. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported cuff miss was confirmed. The use after expiration was confirmed. The investigation determined the reported needle to cuff miss appears to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.